Manufacturer narrative:
Evaluation of the returned pod coil revealed a functional device. Evaluation revealed that the pod coil was retracted through its introducer sheath, and the pusher assembly had kinks. This damage was likely incidental to the reported complaint. During functional testing, the remainder of the embolization coil was retracted out of the introducer sheath, and the pod coil was re-sheathed without an issue. Subsequently, the pod coil was advanced through its introducer sheath and a demonstration lantern without an issue. The root cause of resistance during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right pulmonary artery using pod coils and a non-penumbra microcatheter. During the procedure, when advancing the pod coil through the microcatheter, the physician experienced resistance. Therefore, the pod coil was removed. The procedure was completed using a new pod coil and the same microcatheter. There was no report of an adverse effect to the patient.